Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, high, out of range, high voltage impedance issue was observed on the device. It was suspected that the potential pocket issue such as dry pocket or scar tissue would be a cause rather than a device issue. Programming testing was recommended. Patient will continue to be monitored. At a later date patient presented remotely via merlin.net transmission, high, out of range impedance issue was observed on the device again. It was recommended then to bring the patient in clinic and make programming changes and perform isometric testing for noise impedance issue. If noise was observed x-ray and defibrillation threshold testing were recommended. No further information available.